Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).

Event description:
It was reported that noise and high out of range high voltage lead impedance were noted. During the eri of the device, the lead showed failure mechanism in the svc coil. The lead was explanted and replaced.